Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheters is confirmed; however, the exact cause is unknown. One video of a powerpicc device was returned for evaluation. An initial visual observation of the video showed the device implanted into the patient with a clear liquid leaking near the insertion site. No further details regarding the damage to the catheter could be observed. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the device broke. No further information has been provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 2/24/2026: there was no patient injury, symptoms or complications associated with this event. Partial break internal to the patient. Catheter was removed and replaced. There was not a clinically significant delay in treatment. Catheter had been secured with grip-lok sutureless fixation devices.